Manufacturer narrative:
Failure event observed during analysis. Final analysis found external abrasion breaching the optim sheath was found at 11.3 ¿ 11.4 cm from the connector pin consistent with friction to device can. The silicone insulation was found intact in this location.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited rising impedance values. Capture thresholds were appropriate. The lead was extracted and replaced. The patient was stable.